Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, when they moved on to the tibial bone removal, the machine "glitched" and stopped operating the real intelligence robotic drill. A message similar to "recallibrate the handpiece required" was displayed. The option of yes was accepted and a processing wheel was initiated. When this was completed, the error returned immediately and the option was displayed. This happened three times in total. They checked the markers to be sure there was no interference causing an issue. The decision was then made to perform a hard reset of the machine, switching it off and restarting, going through the real intelligence robotic drill calibration and returning to the workflow. The issue persisted, and so the decision was made to change the real intelligence robotic drill. With a change and hard reset of the machine, they returned to the workflow and the issue still persisted. Therefore, the decision was made to abandon the cori and complete the procedure with standard instruments. A non-significant delay occurred as a consequence of this issue. Patient was not harmed beyond the problem reported. After the case they performed a prolonged hard reset of the machine, calibrated the second handpiece, and the issue appeared to be resolved. Changing handpieces the issue appeared resolved. Returning to the calibration screen to remove the burr, the issue reappeared. With a hard reset the issue appeared to be resolved once again. Then, they ran diagnostics on the first real intelligence robotic drill twice, and the same areas failed each time, but when they ran diagnostics on the other handpiece, there were no problems.

Manufacturer narrative:
Results of investigation: the real intelligence robotic drill (UK) rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill does not spin correctly to speed. The drill was disassembled and it was found that the middle connector housing was not fully seated onto the connector pin. There was evidence of some arching on the middle connector pin. The pin was placed correctly in the connector housing and re-assembled. A kpc test was run again and passed. The drill functioned as intended without any issues after the connector was seated properly. A video of the connection screen indicates there is an intermittent connection to the drill. The checkmark is flickering with an x. A review of the screenshots provided in user database indicate a calibration verification error warning. The most likely cause of this event was that the connector on the drill motor came loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the UK, it was reported that during a cori assisted ukr surgery, when they moved on to the tibial bone removal, the machine stopped operating the real intelligence robotic drill. A message similar to "recalibrate the handpiece required" was displayed. The issue persisted after several attempts to resolve via troubleshooting, so the decision was made to change the real intelligence robotic drill. With a change and hard reset of the machine, they returned to the workflow and the issue still persisted. Therefore, the decision was made to abandon the cori and complete the procedure with standard instruments. A non-significant delay occurred as a consequence of this issue. Patient was not harmed beyond the problem reported. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.